Event description:
It was reported that upon a device check one day post implant, the atrial lead exhibited a sensing anomaly and intermittent capture. The patient experienced phrenic nerve stimulation in different postures. The lead was deactivated and remained implanted. The patient was stable following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.